Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4: (B)(4). Visual examination of the returned product identified no damage or wear. The anti-rotation slot did not show any deformation marks from the stem post. A review of the device history record(s) identified no deviations or anomalies during the manufacturing of poly liner related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05074.

Event description:
It was reported that a during a surgery, the doctor could not properly seat the poly liner. Another device was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.